Manufacturer narrative:
E1 - (initial reporter establishment name): (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed incompatible scope (error e315). The event occurred during inspection for use. There were no reports of patient involvement.